Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal fell off and remained in the loading device when the delivery system was withdrawn from the loading device. A new hsiii was issued and the procedure was completed with no prolongation of operative time. The patient had no health hazards.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25163519 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.